Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Doctor reported that he head a radial tear during the phaco procedure. No vitrectomy was performed. The surgical procedure was completed as expected.